Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted due to infection. The device was explanted (B)(6), 2011. It is unknown if there are plans to implant the patient with a new device as of the date of this report, (B)(6), 2011.

Manufacturer narrative:
(B)(4).